Event description:
It was reported that the user accidentally deployed an infusion set prior to placement on the body during a supply change, rendering the set unusable, while the ilet displayed a fill cannula step. No reported adverse clinical effects. Outcomes included successful resolution after guidance to attach a new infusion set, fill the tubing, place it on the body, and proceed with therapy. Investigation included customer interview and troubleshooting with user education on correct infusion set deployment and tubing fill steps. Investigation of this case revealed user handling error that resulted in incorrect infusion set deployment prior to attachment to the body, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error.